Manufacturer narrative:
Date of event- estimated as (B)(6) 2022 as the event was noted to have occurred the previous month from when this was reported. Implant date- estimated as (B)(6) 2022 as this procedure was noted to have occurred the previous month from when this was reported. Date of death - estimated as (B)(6) 2022 as it was reported that the patient died four days later.

Event description:
It was reported via social media that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, the patient experienced a blood clot that traveled to the brain resulting in a stroke. The patient died four days later due to this event.